Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. The customer was at the doctor's office for a routine appointment when he obtained an unspecified high sensor scan and began to feel shaky. The customer was provided with orange juice as treatment. A post-treatment reading of 79 mg/dl was obtained on the hcp meter as compared to a sensor scan of 93 mg/dl. No further treatment was reported. There was no report of death or permanent injury associated with this event.